Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made in clinic. There are no more instances of oversensing. No adverse events were reported before, during, and after the event.